Event description:
It was reported that an arteriotomy closure of the mildly calcified and mild tortuous right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic coronary angiogram. Reportedly, deployment of the proglide appeared to be fine and tissue capture also appeared to be fine; this was evident as there was little blood flow/loss when the proglide was removed from the artery. The blue rail limb was loaded into the suture trimmer and the knot was advanced. The physician 'felt' the knot advance and could 'feel' plaque. The non rail limb was tightened. Neither limbs were tightened with excessive force. As the suture trimmer was removed, both limbs appeared to break, and the knot was 'undone'. The sutures were not trimmed, the red lever was not accidently used. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for suture breaks reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.